Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose reading and moisture damage on the insulin pump. The customer's blood glucose reading was 418mg/dl. The customer stated that she had an epidural shot and has been running high ever since. The customer stated that she changed her set and took the reservoir out and there was moisture damage. The customer tilted the pump and insulin came out. The customer stated that there was condensation at the last o-ring. The customer was assisted with the self-test. The customer stated that the self-test passed. The customer was advised to monitor the pump.